Event description:
A malfunction was reported on the pump, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer continued to use the pump and chose to fill a new cartridge and resume insulin independently.